Event description:
Procedure type: colectomy. According to the reporter: the surgeon stated the device appeared to have no staples. Leakage and bowels were controlled. The surgeon used a second eea with no problem reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss of 2cm.

Manufacturer narrative:
(B)(4).